Event description:
Caller reported an issue with the insulin gauge displaying a different amount than expected, with a current fill estimate of 25 units instead of the expected 200 units. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the cartridge to resolve the issue.